Manufacturer narrative:
Correction made to d4: catalogue #: 2c7552s (previously submitted as 2c7552). Additional information was added to h6. H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a nitroglycerin set would not allow the unspecified solution to flow. This was identified during use. There was no patient injury or medical intervention associated with this event. No additional information is available.